Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurement and the stylet couldn't be advanced into the rv lead lumen. The physician elected to remove and replace the rv lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of high pacing impedance and stylet failure to advance were not confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing found no conductor fractures or internal shorts. The stylet insertion test performed was able to advance through the lead without any restriction.